Manufacturer narrative:
(B)(6).

Event description:
Caller reported blood glucose results of 131 mg/dl on aviva system, 253 mg/dl on advantage system within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.